Event description:
It was reported that during right middle cerebral artery (mca) m2 severe stenosis procedure, the operator used a guidewire to bring the balloon guide catheter to the stenosis. Next, the operator used a pressure pump to dilate the balloon, however, no pressure data was displayed. Upon the balloon withdrawal, it was discovered that it was leaking. The balloon was replaced with the subject balloon, however it was found to be leaking during the procedure as well. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated d4 gtin - updated based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the device was returned with a mandrel inserted through the distal end of the balloon catheter. There was no damage noted to the balloon catheter shaft inside the inflation lumen. The balloon catheter shaft was found to be kinked/bent. There was procedural fluid found inside the balloon catheter inflation lumen. The balloon was seen to be damaged (bunched up). During functional inspection the balloon could not be inflated during the test due to leakage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The balloon could not be inflated during test due to leak and the reported event was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'right middle carotid artery (mca) m2 severely stenosis case. Proximal:2.4mm. Distal:1.8mm. Length of stenosis:6mm. The operator used a guidewire 0.014 to work with the subject balloon 1.5*9 to super select to stenosis and then used pressure pump to dilate the balloon and no pressure data was displayed. Withdrew the balloon out to check and found the balloon leaked. The operator replaced it with another balloon 1.5*9 in same catalog and same lot to deliver and dilate but this one was also found leaked. Finally, the operator replaced it with a new 2.0*9 balloon to finish the procedure'. The device was returned for analyses, and it was noted that the device was returned with a mandrel inserted through the distal end of the balloon catheter. There was no damage noted to the balloon catheter shaft inside the inflation lumen. However, the balloon catheter shaft was found to be kinked and bent. There was procedural fluid found inside the balloon catheter inflation lumen. Additionally, the balloon itself was bunched up and damaged. It is not clear from the event description and additional information how the damage to the balloon catheter occurred. Therefore, an assignable cause of procedural factors has been assigned to the reported event: ¿balloon leaked during use' and to the analyzed events: 'balloon catheter kinked/bent', 'balloon damage', 'balloon leaked during use' and 'balloon failed to inflate' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during right middle cerebral artery (mca) m2 severe stenosis procedure, the operator used a guidewire to bring the balloon guide catheter to the stenosis. Next, the operator used a pressure pump to dilate the balloon, however, no pressure data was displayed. Upon the balloon withdrawal, it was discovered that it was leaking. The balloon was replaced with the subject balloon, however it was found to be leaking during the procedure as well. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.